Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient claims she is experiencing pain and femoral loosening at the cement to implant interface. Cement manufacturer is unknown at this time. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records depuy cement was used at primary.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided smartset ghv gentamicin 40g (product code 545035500, lot number 2641285) found additional reports and a DHR review was conducted. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number (2641285). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.